Manufacturer narrative:
(B)(6). Samples and a photo were provided. Visual inspection confirmed complaint. A review of the device history record was completed for lot 6047842. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode the most likely cause is a rack jam in the epoxy curing oven. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter was found with foreign matter on needle. No injury no medical intervention.